Manufacturer narrative:
Additional information: a product sample was not returned for evaluation. The final product lot was identified. A device history record review for the lot was conducted. The product was released based on the product¿s acceptance criteria. Because a sample was not returned and the lot information indicates the product was released based on the product¿s acceptance criteria, the root cause for the customer complaint issue cannot be determined. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the probe failed to cut during a vitreoretinal procedure. It is unknown if the probe was aspirating at the time of the event. The probe was replaced and the procedure was completed without consequences to the patient. Additional information and product sample have been requested for this event. No updates have been received at this time.